Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: an 88-year-old male patient underwent emergency tevar (thoracic endovascular aortic repair) to treat a ruptured standford type b dissecting aortic aneurysm. There were an entry at the aortic valve level of the descending aorta and an aortic intramural hematoma (thrombosed type) from the proximal descending aorta to the renal artery level. In this case, stent grafts were placed from just below the left subclavian artery to the level of the diaphragm of the descending aorta for rupture of stanford type b dissecting aortic aneurysm. Patient anatomy before surgery and at the time of failure: severe tortuosity in the right external iliac artery and in the left common iliac artery. A lunderquist wire guide (tscmg-35-300-lesdc) was advanced from the right femoral artery to the ascending aorta according to the usual procedure. The first stent graft, zta-p-36-209-w1, was prepared in the usual way and was placed as planned from just below the left subclavian artery without any problems. The second stent graft, zta-p-38-217-w1 (complaint device), was prepared as usual, and it was attempted to deliver it, however resistance was felt at the flexion area of the external iliac artery and unable to advance it. The user tried to deliver it by pushing and pulling it several times, but the resistance was clearly different from the first stent graft delivery, so the introduction system was pulled out and visually checked. Then the deformation of the sheath tip was confirmed. Since there was no spare of zta-p-38-217-w1, zta-p-36-161-w1 and zta-de-38-91-w1 were used as a replacement. They were placed in the planned position, and the procedure was completed after confirming that there was no endoleak. Per additional information provided, it is noted that the device was visually checked when flushed, and no anomaly was noticed. No adverse effects to the patient are reported. Review of the device history record gave no indication of the device being produced out of specification. The complaint device was not returned as the patient had mrsa, but photos of the complaint device is provided and a deformation of the edge of the sheath is visible. According to the instruction for use ¿the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair.¿ the use of the zta devices to treat a type b dissection is outside the IFU. It is reported that there was severe tortuosity in the right external iliac artery and in the left common iliac artery, which is supported with the provided screenshot of a CT images. According to the instruction for use ¿adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy, and disease state is required to ensure successful sheath introduction and subsequent withdrawal, as vessels that are significantly calcified, occlusive, tortuous, or thrombus lined may preclude introduction of the endovascular graft.¿ it is noted that the complaint device was visually checked when flushed, and no anomaly was noticed. Based on the reported information it is possible that the resistance felt and the deformation on the sheath edge occurred due the severe tortuosity and calcification in the patient anatomy. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device under PMA/510(k) p140016 investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: primary disease: rupture of stanford type b dissecting aortic aneurysm patient anatomy before surgery and at the time of failure: severe tortuosity in the right external iliac artery and in the left common iliac artery. There were an entry at the aortic valve level of the descending aorta and an aortic intramural hematoma (thrombosed type) from the proximal descending aorta to the renal artery level. Devices used: zta-p-38-217-w1 approached from the right femoral artery zta-p-36-209-w1 approached from the right femoral artery to the aortic arch~the descending aorta zta-p-36-161-w1 approached from the right femoral artery to the descending aorta zta-de-38-91-w1 approached from the right femoral artery to the descending aorta tscmg-35-300-lesdc in this case, stent grafts were placed from just below the left subclavian artery to the level of the diaphragm of the descending aorta for rupture of stanford type b dissecting aortic aneurysm. A lunderquist wire guide (tscmg-35-300-lesdc) was advanced from the right femoral artery to the ascending aorta according to the usual procedure. The first stent graft, zta-p-36-209-w1, was prepared in the usual way and was placed as planned from just below the left subclavian artery without any problems. The second stent graft, zta-p-38-217-w1, was prepared as usual, and it was attempted to deliver it after the first zta-p-36-209-w1 was taken out, however resistance was felt at the flexion area of the external iliac artery and unable to advance it. The user tried to deliver it by pushing and pulling it several times, but the resistance was clearly different from the first stent graft delivery, so the introduction system was pulled out and visually checked. Then the deformation of the sheath tip was confirmed. Since there was no spare of zta-p-38-217-w1, zta-p-36-161-w1 and zta-de-38-91-w1 were used as a replacement. They were placed in the planned position, and the procedure was completed after confirming that there was no endoleak.